Event description:
It was reported that a lead was implanted after the use by date. It was indicated the physician had been given the lead as a sample in 2003. The lead had been put in the physician¿s office unit the day prior to the physician deciding to implant the lead without checking the use by date. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.